Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that at the time of the first ablation shot, the catheter displayed hi after 2 seconds. The catheter was well out of the sheath and the values were normal before pressing the pedal. They performed four applications and still the same problem. When they changed the ablation cables, the issue remained. When they finally replaced the qdot catheter with a smarttouch catheter, the issue was resolved, and they continued the procedure. There was no patient consequence. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-feb-2024, there was a hole in the pebax and foreign reddish material was inside of it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 02-feb-2024.

Manufacturer narrative:
E 1. Initial reporter address line 1 (cont.): (B)(6). The qdot micro¿ catheter was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The blood found inside the pebax area may have contributed to the visualization issue reported. The root cause of the hole in the pebax could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31163230l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was updated on 23-apr-2024: the qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may have contributed to the force issue reported. The root cause of the hole in the pebax could be related to the handling of the device during the procedure however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31163230l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 23-apr-2024, it was noted that the h 6. Medical device problem code needed to be corrected. Therefore, the code of ¿display or visual feedback problem (a0902)¿ was replaced with ¿incorrect, inadequate or imprecise result or readings (a0908)¿.